Manufacturer narrative:
Localized allergic reactions that appear within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
On (B)(6) 2023, the spanish subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023, with 0.1 ml of teosyal rha 3 in the upper lip. The injection was performed with a needle, using the retrotracing technique. The patient had previously injected another dermal filler in the lips (fillderma kiss) in 2021-2022, without presenting any adverse reactions. On the same day of the injection ((B)(6) 2023), the patient experienced a allergic reaction, hypersentivity type I reaction, in the upper lip, of moderate intensity. One of our local medical advisors immediately contacted the injector. The patient received injection of corticosteroid anti-inflammatory (urbason), and showed an important improvement. Additionally, oral corticosteroids (prednisone, 30 mg) were prescribed once a day for 5 days. Finally, on (B)(6) 2023, we were informed that the patient had fully recovered without any further complications. The complaint was considered closed.